Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient consulted his doctor and was prescribed unspecified prescription oral antibiotic which was a unknown dosage. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. The patient stated that, until now, he hasn¿t been feeling well and is still experiencing headaches, nausea, and vomiting. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.